Event description:
It was reported that an altitude alarm occurred. Additionally, it was reported that a cartridge alarm occurred. The customer's blood glucose was 240 mg/dl. Reportedly a new cartridge was loaded, and insulin delivery was resumed.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.